Manufacturer narrative:
On 9-nov-2020, it was found that a manufacturing record evaluation was omitted on the previous report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-nov-2020, the suspected medical device was returned for evaluation. On 6-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a tear was observed at the union between the shell and the suture tab in the 6 o¿clock position. Since the tear was observed, no leak test was performed. The device was evaluated under a microscope. The tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The evaluation also indicated that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. After a thorough analysis, mentor was unable to identify the root cause of this tear. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two cpx4 with suture tabs medium height smooth expander prostheses and experienced bilateral deflation postoperatively. The devices were implanted for only two weeks, and the patient experienced bilateral deflation. As a result, the patient underwent bilateral removal and replacement with two natrelle ssx 615cc silicone breast implants on (B)(6) 2020. This report is for the right-sided prosthesis.